Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope had a scope communication error of b30. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the circuit board in the scope connector was damaged during device handling by the user. It was suspected that the damage was due to irregular electrical damage from electrical contacts at the scope connector. However, the exact root cause of the damage could not be determined. The event is detectable and preventable by handling the device in accordance with the following IFU:. IFU: ltf-s190-5/10 operation manual chapter 3: preparation and inspection 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device.